Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information was obtained from the field representative indicating that the cause of high threshold was undetermined as the physician could not see any visible damage to the lead under fluoroscopy and was unable to verify if it was related to the device. The rv lead was abandoned surgically. No additional adverse patient effects were reported.